Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This is 1 of 5 similar reports for the same patient. Related records: (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of event is an approximation. The report was made by the daughter of the patient to insulet, who then informed dexcom about the event. It was stated that the patient passed away in (B)(6) 2025, and that the death was not related to a diabetic event, but rather occurred after complication from a hip fracture. The reported then stated that between 2023 ¿ 2024, on 5 occasions, the patient received treatment in either the emergency room, or was hospitalized for 3-5 days, due to severe hypoglycemic events. During these events the cgm reading would have been inaccurate which caused the need for medical attention. The reporter was unable to recall the blood glucose reading from each single event, but an example given was a cgm reading of 200 mg/dl, and blood glucose reading would have been 18 and 37 mg/dl. The patient received intravenous treatment for the events. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.